Manufacturer narrative:
The insulin pump was monitored for blank display anomalies; no blank display anomalies were noted. The insulin pump powered up properly after battery installation and received with operating currents within specification. The insulin pump has minor scratches on the lcd window.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 149 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.